Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer was admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 728 mg/dl and a high ketone level identified as dangerous by healthcare provider. Bg was treated with intravenous fluids of saline and insulin which reportedly resolved the issue. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the ICU. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. Customer reverted to an alternate method of insulin therapy.